Event description:
Reportable based on device analysis completed on 22-dec-2021. It was reported the stent deployment failure occurred. The 90% stenosed target lesion was located in the severely calcified carotid artery. An 8.0-29 carotid wallstent was advanced for treatment but was not able to deploy normally. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed outer shaft detach.

Manufacturer narrative:
Device evaluated by MFR: carotid wallstent monorail 8.0-29 was received for analysis. The device was returned with the stent in the correct position on the delivery system. The investigator was unable to deploy the stent due to a complete break of the outer shaft and solidified media within the device. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified that the shaft has detached at a location approximately 170mm proximal of the guidewire port. This type of damage is consistent with excessive force being applied to the device when attempting deployment.